Event description:
Information was received indicating that a smiths medical cadd legacy plus pump and cadd cassette reservoir were being used for a 46 hour chemo infusion. In the middle of the infusion, the pump alarmed due to a cassette error and the patient had to use a new pump to finish the infusion. The site had run a few IV bag cassettes and have not had issues. The cassettes had also been run on older 6100 and 6101 pumps and did not have any issues. There was no patient injury.